Manufacturer narrative:
Citation: breatnach cr et al. Procedural technique for hybrid pulmonary valve replacement in infants and small children. European journal of cardio-thoracic surgery. 2021; 59:823-830. Doi: 10.1093/ejcts/ezaa410. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective analysis into a hybrid technique of pulmonary valve replacement in a pediatric population. All data were collected from a single center between may 2017 and april 2019. The study population included 10 patients (predominantly female, median age 1.5 years, median weight 8.8 kg), 3 of whom were previously implanted with a medtronic contegra pulmonary valved conduit (unique device identifier numbers not provided). Among all medtronic contegra patients, adverse events included: valve-in-valve replacement due to right ventricular dysfunction and/or high distal pressures. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.